Event description:
The patient has been implanted with rigidtack staples to slow down his growth. To treat a genu varum the staples on one side of the leg have been removed. By that the staples started to bend and dislocate. Hence that the staples have been removed.